Manufacturer narrative:
The li-ion battery ((B)(4)) was returned to zoll (B)(4) for evaluation. A visual inspection was performed and no physical damage was observed to the battery. The archive data showed a temperature mismatch reading and cell over voltage was detected. The root cause was possibly due to the broken thermistor/thermocouple.

Event description:
It was reported that during a shift check,a fully-charged battery ((B)(4)) was placed into the autopulse platform. A " replace battery" message was displayed on the control panel display. After inserting another fully-charged battery into autopulse platform , the autopulse platform display showed full charged and functioned as intedned. There was no patient involvement reported. No additional information was provided.